Event description:
The caller states that the trach tube broke away from the flange. The caller was not sure whether this occurred during intubation, or some time afterwards. The caller did not have any add'l failure info. At this time, required medical intervention (recannulation of a replacement tube) is unk. No add'l info provided.